Manufacturer narrative:
Additional information of hospitalization details and auto mode information has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to high blood glucose level on (B)(6) 2019 in the evening with blood glucose level was in 300 mg/dl - 400 mg/dl. The customer's high blood glucose treated with intravenous drip. The customer confirmed that auto mode feature was active at the time of incident. The customer was alerted by cgms to high blood glucose during night but customer was sleeping so they ignored alerts but customer woke with blood glucose level it was over 400 mg/dl, so customer was tried whole day to get blood glucose level down but had difficult time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date due to high blood glucose level of 400 mg/dl. The customer also reported that they were disconnected from the insulin pump for a few days and now when taken the battery out there was an alarm. The customer was able to clear the alarm. It was unknown whether the insulin pump was on auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.